Manufacturer narrative:
(B)(4).

Event description:
The patient came in for a normal device change out on (B)(6) 2017 where the OEM ICD was replaced with this iperia 7 dr-t. The two OEM leads remained implanted. Later that day the OEM rv lead had high pacing impedances of greater than 3000 ohms. On (B)(6) 2017, the physician opened the pocket to test the rv lead and the connection. The testing of the rv lead still showed the pacing impedance greater than 3000 ohms so the physician asked for a new rv lead. The new lead initially had good values before connecting it to this iperia. The physician then inserted a needle into the device header and flushed it out. When the new rv was then connected to this iperia, it was giving low pacing impedances and high shock impedances of greater than 150 ohms. The physician then asked for a new ICD. All lead and device values were normal at that time.

Manufacturer narrative:
The device was received and analyzed. The memory content of the ICD was inspected, showing a normal device function while implanted and in service. Upon interrogation the battery status was bos and four charging cycles were documented in the device memory. The header of the ICD was inspected. The inspection revealed a damaged spring element of the df4 rv channel as well as a damaged seal before this spring element. Upon further inspection rests of coagulated blood were found in the header bores. These findings can be considered to be the root cause of the clinical observation. Based on the information available for analysis, it is reasonable to assume that the observed damages occurred during the surgery while using the needle mentioned in the complaint description. In particular, there was no indication of a material or manufacturing problem. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the device functions to be as specified. In conclusion, the clinical observation resulted from a damaged spring element and a damaged seal of the df4 rv channel. These damages occurred in the course of the surgery, presumably due to the usage of the needle mentioned in the complaint description. There was no indication of a material or manufacturing problem.